Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a pairing failed alarm for the freestyle libre 3 plus sensor, consistent with an intermittent communication failure involving the antenna component, after which the user rescanned the sensor and pairing succeeded and glucose readings resumed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between connected components resulting in intermittent communication failure associated with the electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.